Manufacturer narrative:
On (B)(6) 2025, during a galaxy-assisted bronchoscopy, the patient experienced bleeding. The bleeding was managed by removing the galaxy device and administering thrombin. The physician concluded that the bleeding was not caused by the galaxy device but was instead attributed to the patient's inherent risk of bleeding. A review of the procedure video log revealed no evidence of user error or system malfunctions that could have caused or contributed to the event. The poor visualization of the tilt was determined to be a result of the bleeding itself. Noah galaxy device was not a causative or contributing factor in this event.

Event description:
During a galaxy-assisted bronchoscopy procedure, the patient experienced bleeding, which resulted in poor tilt visualization. To manage the bleeding, the patient was treated with thrombin. The physician does not attribute the bleeding to the use of the galaxy device but instead to the patient's pre-existing high risk for bleeding. According to the physician, the patient had a history of liver failure and cirrhosis, and the bleeding was caused by the cirrhosis rather than the use of the noah galaxy device.